Event description:
The customer reported that she had problem with her original insulin pump and ended in the hospital. The customer sent it back the other insulin pump and wanted to know if she needs to be called for training. Assisted the customer to e-mailed two different diabetes educators to see who is going to handle the training. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.